Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation and it was noted that the ipg was nonfunctional and difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. No device malfunction suspected. The explanted ipg was not returned due to medical facility policy.